Manufacturer narrative:
H6: codes were updated. Seven device was returned for investigation and one customer image was returned showing the leak site at the nrfit connector. The complaint of leakage can be confirmed. The cassettes were to be filled with 250ml of water using the manufacturing procedure as a guide using a hydrostatic pressure pump. During the filling process, a leak was observed between the tubing and female luer of the cassette. Further inspection of the bond showed spotty solvent coverage at the tube luer bond. Visual and functional testing was performed. The luer tube bond was separated and the tube and bond pocket was observed. A solvent channel was observed on the tube. The tubing pull test results exceed the minimum pull test specification. The probable cause of the reported problem unknown.

Manufacturer narrative:
B3, date of event: 12-nov-2025 and 25-nov-2025. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during preparation, leaks were identified on eight cassettes. The leaks were located at the beginning of the cassettes filling hose. There was no patient involvement.